Manufacturer narrative:
While there is no indication that the thermaseal plus used malfunctioned because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event, a doctor reported that he overfilled the canal of a pt with thermaseal plus; as a result, the pt's tooth was extracted.